Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a bfarm user report which reported the following information: a healthcare professional (hcp) reported on behalf of the customer that a low glucose reading issue was observed with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer provided self-treatment with "glucose uptake and the cessation of insulin administration." The customer experienced symptoms of hyperglycemia, "fatal metabolic derangement," and was admitted to the intensive care unit (ICU) where an hcp obtained an unspecified laboratory result "confirming hyperglycemia" and provided unspecified treatment. There were no additional details provided as hcp could not be reached to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a bfarm user report which reported the following information: a healthcare professional (hcp) reported on behalf of the customer that a low glucose reading issue was observed with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer provided self-treatment with "glucose uptake and the cessation of insulin administration." The customer experienced symptoms of hyperglycemia, "fatal metabolic derangement," and was admitted to the intensive care unit (ICU) where an hcp obtained an unspecified laboratory result "confirming hyperglycemia" and provided unspecified treatment. There were no additional details provided as hcp could not be reached to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report serves as both a correction and an additional information follow-up report. B1 - adverse event/product problem b5 - describe event or problem h6 - component code, type of investigation, investigation findings, investigation conclusions h7 - if remedial action initiated h7 - other remedial action h11 - additional MFR narrative sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The reported date and time of event was 30-may-2025 at 08:55 a.m. As per the returned adc device results log, the last glucose reading recorded in relation to the reported time of event was 53 mg/dl, taken at 08:54 a.m. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed a source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended manufacturing investigation has been performed for the reported product. In addition, the device history review (dhrs) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The freestyle libre 3 sensor had a gradual decrease in glucose reading beginning on may 24, 2025 and continuing until the end of the record on may 30, 2025. At this time, there is no evidence to establish a causal relationship between the fsl3 sensor and the reported death. The available data is insufficient to determine whether the fsl3 device caused or contributed to the reported event. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under fa1002-2025. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK the product has been returned and investigated; however, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc has requested the autopsy report or death certificate; however, these documents have not been provided to date, and the official cause of death remains unknown. There was a report of an inaccurately low glucose reading (86 mg/dl) compared with a lab glucose result of 1860 mg/dl the day prior to the death. The readings were inaccurately low per the information provided. The patient was being treated for hyperglycemia and needed ICU care. There was a report of the patient having diarrhea, which could indicate an infection or other pathology that could have led to the extremely high glucose. However, a relationship between the reported inaccurate glucose data and the customer's hospitalization and subsequent death cannot be ruled out. The available data are insufficient to establish whether the fsl3 device caused or contributed to the event. The affected sensor serial number is included in adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. As there was no time of event provided by the customer, although the device was returned, adc is unable to provide log data glucose reading associated with the reported adverse event. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended manufacturing investigation has been performed for the reported product. Lot 1000977583 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1000977583 . All measurements reviewed are within specifications. In addition, the device history review (dhrs) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caregiver reported that the patient had been experiencing diarrhea for the past few days. They visited the emergency room the day before and were discharged to go home. About 30 minutes before the alarm went off, the patient expressed a desire to go to bed due to feeling unwell again. Additionally, their mobile phone was constantly alarming with a blood glucose (bg) reading of "lo," which led the patient to consume more food. Measurement logs extracted from the app indicate that, since (B)(6) 2025, the patient's blood glucose levels had primarily remained in the normal range or slightly below normal. However, on the morning of (B)(6) 2025, the patient collapsed. Blood glucose measurements taken by emergency services and an emergency doctor at 9:04 and 9:15 a.m. Both registered as "high," indicating levels were outside the measurable range. Emergency services had to intervene, and the patient was in a state of resuscitation upon arrival at the hospital. Despite this, the app incorrectly alerted them to a hypoglycemic event at that time. The first measurable blood glucose level recorded during intensive care at 12:14 p.m. Was 1860 mg/dl. According to the blood glucose values noted in the app, there were no indications of hyperglycemia at any time. The treating physicians described an almost permanent hypoglycemia alarm of the app with demonstrably extremely high hyperglycemia. The following medications were administered: a total of 14 units of human insulin and sodium bicarbonate, along with IV fluids. Additionally, epinephrine (adrenaline/suprarenin) IV 2 mg, aspirin IV 250 mg, heparin IV 5000 iu, nabic IV 4 g, midazolam IV 20 mg, and prednisolone IV 100 mg, as well as sterofundin IV 500 ml. The criminal investigation suggests that inaccurately low blood glucose readings had presumably been communicated via the app since at least monday, (B)(6) 2025. On the morning of (B)(6) 2025, the patient¿s hyperglycemic condition ultimately led to circulatory arrest, resulting in the patient's death on (B)(6) 2025. Adc has not yet received the autopsy report or death certificate; therefore, the official cause of death is unknown at this time. Based on the currently available information, it is inconclusive whether the adc device caused or contributed to the reported death. Adc is in the process of contacting the investigating authority, the criminal investigation department 1, to confirm whether they have the sensor in their possession. If they do, adc will request the product be returned for further analysis. A follow-up report will be provided if adc receives any additional information regarding this incident.

Event description:
On 06-aug-2025, abbott diabetes care (adc) received additional information regarding this event from the criminal investigation department. The caregiver reported that the patient had been experiencing diarrhea for the past few days. They visited the emergency room the day before and were discharged to go home. About 30 minutes before the alarm went off, the patient expressed a desire to go to bed due to feeling unwell again. Additionally, their mobile phone was constantly alarming with a blood glucose (bg) reading of "lo," which led the patient to consume more food. Measurement logs extracted from the app indicate that, since (B)(6) 2025, the patient's blood glucose levels had primarily remained in the normal range or slightly below normal. However, on the morning of (B)(6) 2025, the patient collapsed. Blood glucose measurements taken by emergency services and an emergency doctor at 9:04 and 9:15 a.m. Both registered as "high," indicating levels were outside the measurable range. Emergency services had to intervene, and the patient was in a state of resuscitation upon arrival at the hospital. Despite this, the app incorrectly alerted them to a hypoglycemic event at that time. The first measurable blood glucose level recorded during intensive care at 12:14 p.m. Was 1860 mg/dl. According to the blood glucose values noted in the app, there were no indications of hyperglycemia at any time. The treating physicians described an almost permanent hypoglycemia alarm of the app with demonstrably extremely high hyperglycemia. The following medications were administered: a total of 14 units of human insulin and sodium bicarbonate, along with IV fluids. Additionally, epinephrine (adrenaline/suprarenin) IV 2 mg, aspirin IV 250 mg, heparin IV 5000 iu, nabic IV 4 g, midazolam IV 20 mg, and prednisolone IV 100 mg, as well as sterofundin IV 500 ml. The criminal investigation suggests that inaccurately low blood glucose readings had presumably been communicated via the app since at least monday, (B)(6) 2025. On the morning of (B)(6) 2025, the patient¿s hyperglycemic condition ultimately led to circulatory arrest, resulting in the patient's death on (B)(6) 2025. Adc has not yet received the autopsy report or death certificate; therefore, the official cause of death is unknown at this time. Based on the currently available information, it is inconclusive whether the adc device caused or contributed to the reported death. Adc is in the process of contacting the investigating authority, the criminal investigation department 1, to confirm whether they have the sensor in their possession. If they do, adc will request the product be returned for further analysis. A follow-up report will be provided if adc receives any additional information regarding this incident.

Manufacturer narrative:
Abbott diabetes care (adc) received additional information on 06-aug-2025. Section updated as follows: b2 - outcomes attributed to ae. B2 - date of death . B5 - describe event or problem is updated to capture this information. H6 - health effect - clinical code and health effect - impact code. H6 - investigation findings. H6 - investigation conclusions. The device in question was requested for return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. An extended manufacturing review will be performed, and a follow up report will be submitted upon completion of the investigation. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 06-aug-2025, abbott diabetes care (adc) received additional information regarding this event from the criminal investigation department. The caregiver reported that the patient had been experiencing diarrhea for the past few days. They visited the emergency room the day before and were discharged to go home. About 30 minutes before the alarm went off, the patient expressed a desire to go to bed due to feeling unwell again. Additionally, their mobile phone was constantly alarming with a blood glucose (bg) reading of "lo," which led the patient to consume more food. Measurement logs extracted from the app indicate that, since (B)(6) 2025, the patient's blood glucose levels had primarily remained in the normal range or slightly below normal. However, on the morning of (B)(6) 2025, the patient collapsed. Blood glucose measurements taken by emergency services and an emergency doctor at 9:04 and 9:15 a.m. Both registered as "high," indicating levels were outside the measurable range. Emergency services had to intervene, and the patient was in a state of resuscitation upon arrival at the hospital. Despite this, the app incorrectly alerted them to a hypoglycemic event at that time. The first measurable blood glucose level recorded during intensive care at 12:14 p.m. Was 1860 mg/dl. According to the blood glucose values noted in the app, there were no indications of hyperglycemia at any time. The treating physicians described an almost permanent hypoglycemia alarm of the app with demonstrably extremely high hyperglycemia. The following medications were administered: a total of 14 units of human insulin and sodium bicarbonate, along with IV fluids. Additionally, epinephrine (adrenaline/suprarenin) IV 2 mg, aspirin IV 250 mg, heparin IV 5000 iu, nabic IV 4 g, midazolam IV 20 mg, and prednisolone IV 100 mg, as well as sterofundin IV 500 ml. The criminal investigation suggests that inaccurately low blood glucose readings had presumably been communicated via the app since at least monday, (B)(6) 2025. On the morning of (B)(6) 2025, the patient¿s hyperglycemic condition ultimately led to circulatory arrest, resulting in the patient's death on (B)(6) 2025. Adc has not yet received the autopsy report or death certificate; therefore, the official cause of death is unknown at this time. Based on the currently available information, it is inconclusive whether the adc device caused or contributed to the reported death. Adc is in the process of contacting the investigating authority, the criminal investigation department 1, to confirm whether they have the sensor in their possession. If they do, adc will request the product be returned for further analysis. A follow-up report will be provided if adc receives any additional information regarding this incident.

Manufacturer narrative:
This report functions as a correction as section h4 (device mfg date) & h11 (additional mfg narrative) captured in follow-up #1 was deemed to be invalid. The correction has been made. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. As there was no product returned, adc is unable to provide log data glucose readings associated with the reported adverse event. An extended manufacturing investigation has been performed for the reported product. Lot 1000977583 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1000977583. All measurements reviewed are within specifications. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.